Event description:
It was reported that a patient underwent a diaphragm plication procedure on an unknown date and suture was used. During the procedure, the event rated diaphragm was gathered into folds and interrupted suture was placed along the folds to make the diaphram taut. Following the procedure the patient went to recovery. On 01/26/2012, 36-48 hours after the procedure, cardiac tamponade occurred. The patient returned to the operating room and the patient was stabilized. It was found that the cut end of the suture material caused a tear in the pericardium which caused the cardiac tamponade.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.